Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen (unknown) (n/a mcg/ml at n/a mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient stated their pump had been hacked into. They stated that the pump was being turned up and down and they were getting electrical stimulations going up and down their spine. The issue started like 2 weeks ago. The patient went to the hospital, but the doctor who adjusted the dose refused to turn the pump off, saying patient would go through withdrawal. The patient then said they were in the hospital right now and waiting for the doctor to turn off the pump. The patient was redirected to their healthcare provider to further address the issue.